Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr qc 2: 5.3 inr qc 3: 5.3 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). At 2:00 pm, the meter result was 3.8 inr. At 2:15 pm, the meter result was 3.1 inr. The customer used test strip lot 56561321 with expiration date 31-may-2023 for this result and the initial result. At 3:10 pm, the meter result was 2.8 inr. Test strip lot 58526221 was used for this result. The customer's therapeutic range was 2.0-3.0 inr.